Manufacturer narrative:
Continuation of d10: product ID: 978a128. Lot/serial (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during the emergency laparotomy abdominal cavity cleaned from leaked bowel contents due to anastomoses failure between small intestines and rectum. The small intestine was redirected to a new ileostomy. The patient went from 178-143 from date of implant to their current weight. The patient¿s weight loss was determined to be the cause of the event. It was also noted that the patient¿s device seemed to be working fine at the time of the report. She was just diagnosed with breast cancer and will deal with that before making any decisions to remove or replace interstim.

Manufacturer narrative:
Concomitant medical products: product ID 978a128, lot# va2alyv, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: va2alyv, ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient can feel and move wire with finger under the skin. There was a red mark at site of lead above sacrum. Can feel and move wire with finger. There was an emergency laparotomy (B)(6) 2021. It was noted patient had weight loss. The device was turned off and the patient will see provider and manufacturer's rep in office.

Event description:
Patient was seen in clinic by np and the rep. No impedance was noted. Battery looks good. Patient stated they had lost 20 lbs. Wire is not sticking out of the skin but is easily palpated. Device was turned back on to a comfortable level and patient is making a follow up appointment with the surgeon. Patient did not go to initial post op due to other emergent health issues that came up warranting a few surgeries.

Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot# va2alyv; implanted: on (B)(6) 2021; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(6); ubd: 15-jul-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.